Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® naf n2e plus blood collection tube experienced a molding defect (short shot). The following information was provided by the initial reporter: translated to english. The customer stated: "before use, the hcp confirmed that the cap was damaged."

Manufacturer narrative:
H.6. Investigation: bd received 1 sample from the customer for investigation. The sample was evaluated by visual examination and the indicated failure mode for short shots with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Based on the investigation, the most likely root cause is that during molding when an inadequate amount of resin is injected to complete the component forming or due to a restricted/plugged gate.

Event description:
It was reported the bd vacutainer® naf n2e plus blood collection tube experienced a molding defect (short shot). The following information was provided by the initial reporter: translated to english. The customer stated: "before use, the hcp confirmed that the cap was damaged."